Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the home patient was connected at the time of the alarm. However, the home patient did disconnect their transfer set from the patient line of the homechoice set. After the alarm sounded, the home patient then reconnected to the setup. Baxter technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.